Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the catheter was replaced because there was a hole in it. The patient noted that there has been a problem for "years" but the exact date of the onset of the catheter issue was unknown. The patient wasn't getting adequate pain relief. It was reported that the catheter issue was resolved. No further complications were anticipated/reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n296743001, implanted: (B)(6) 2011, explanted: (b)(60 2017, product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a portion of their catheter replaced. Their pump was also replaced. The reasons for the replacements were unknown. It was reported the issue was resolved at the time of the report. The patient status at the time of the report was "alive-no injury." No further complications were anticipated/reported.